Event description:
Nicu baby with dual lumen PICC. Catheter noted to have leak on the anterior portion just after the lavender butterfly mold. Critically ill baby needed immediate removal and replacement (second case).